Event description:
It was reported that the device exhibited oversensing on the ventricular channel. The patient may have been using an electric toothbrush at the time of the oversensing. The oversensing was not reproducible in clinic, and the patient will be monitored with routine follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.